Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The isd pcb, ups, interconnect cable and battery pack were evaluated and replaced. The system was tested, found to be working as intended and put back into service.